Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot number. Although samples were not returned, a video was provided for observation of this incident. The video revealed a q-syte in use: o there was a slip luer syringe containing a clear fluid attached to the q-syte which was being flushed through. O the clear fluid was squirting (leaking) from what appeared to be the vent hole of the q-syte. The video did not present sufficient evidence to identify any anomalies or damage to the external areas of the q-syte unit; top body or bottom body (polycarbonate) or to the septum (i.e. Top or bottom disk). The failure of leakage, as stated in the pir and observed in the video was occurring during actuation of the q-syte and appeared to be coming from the vent hole which is located at the side of the top body (polycarbonate). Photos; were captured from the video to show the leakage. Potential root cause of the leakage observed in the video was most likely a result of a tear to the column wall (column tear) as seen in actual leakage defects when tested for other investigations of this type. A definite source that contributed to the potential tear(s) to the column wall, could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations and/or extraneous force.

Event description:
It was reported that leakage occurred from around the bd q-syte¿ extension set micro bore "threads" during an attempted flush. The following information was provided by the initial reporter, translated from chinese to english: "the nurse of newborn infant department found there was blood flashback on the q-syte connector, which was connected to the PICC tubing. Tried with flush and found there was leakage around the threads. The connector was placed on (B)(6) 2019."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from around the bd q-syte¿ extension set micro bore "threads" during an attempted flush. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse of newborn infant department found there was blood flashback on the q-syte connector, which was connected to the PICC tubing. Tried with flush and found there was leakage around the threads. The connector was placed on (B)(6) 2019."